Manufacturer narrative:
(B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was defective. Per service report, this complaint can be confirmed. It was found during evaluation that the motor was corroded and the keyboard resistance value was out of tolerance limits. The motor and keyboard were replaced to resolve the issue. After repair, the device was found to be working according to the specifications. Fluid ingress into the device, and contact with the motor is responsible for the corroded motor. Lack of maintenance can be the most probable root cause of the defective keyboard. The corroded motor and drifting resistance value of the keyboard would have caused the customer to experience the reported problem. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Initial reporter phone number (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via email the micro tornado hp w handcontrol. It is reported by the customer that the device is defect. No further information available. The device is available to be returned for evaluation.